Event description:
It was reported that patient had a revision of left hip due to loose bone cement interface. Doctor replaced pca poly and added restoration modular and new pca liner.

Manufacturer narrative:
An event regarding femoral stem loosening involving an unknown cemented femoral stem was reported. The event was not confirmed. Inspection of the provided images noted a femoral stem approximately 80% covered by the cement mantle. No major damages are noted, some small scratches on the neck and trunnion are seen consistent with explantation damages. No further information could be gained from the images. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient had a revision of left hip due to loose bone cement interface. Doctor replaced pca poly and added restoration modular and new pca liner.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown premise femoral stem size 3x. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.